Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported having high blood glucose for a long time, and she thinks that the insulin pump was not delivering the correct amount of insulin. The customer stated that she disconnected at the quick release and attempted to deliver a bolus of 12.3 units, and half of amount of insulin was delivered. No further info was provided.